Event description:
Bilateral capsular contracture requiring removal silicone breast implants and replacement with saline breast implants. Left silicone breast implant was noted to be ruptured upon explantation.